Manufacturer narrative:
(B)(4). A partial lead with the connector pin measuring 15.7cm was returned for analysis. The damage found was sustained during the surgical procedure. The portion of the lead that was returned was otherwise normal. Without return of the entire lead, a complete analysis could not be performed.

Event description:
It was reported that high capture threshold and high pacing lead impedance were observed. The lead was capped and replaced. The patient condition was normal.